Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the imaging core was kinked, and a windup, as well as an imaging window detachment, were encountered near the lap joint section. Based on the evidence, the as reported codes of sheath detachment of device or device component and catheter material twisted are confirmed.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion following stent placement. During use, the catheter became twisted and as the catheter was being removed, it became separated at the wrap joint inside the patient. A non-boston scientific trapping balloon was used to completely remove the separated fragment. There were no patient complications and the patient condition following the procedure was stable.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion following stent placement. During use, the catheter became twisted and as the catheter was being removed, it became separated at the wrap joint inside the patient. A non-boston scientific trapping balloon was used to completely remove the separated fragment. There were no patient complications and the patient condition following the procedure was stable.